Manufacturer narrative:
The t:slim x2 user guide states, ¿before taking a blood glucose measurement for calibration, wash your hands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 176-203 mg/dl, and the meter bg reading was 245-258 mg/dl. Reportedly, the customer's hands were not washed and dried prior to testing bg levels for a calibration. No additional patient or event information was available. Customer performed a calibration and cgm readings became accurate.